Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported guidewire entrapment occurred. The physician was performing a rotational atherectomy of the left popliteal artery. A 2.4mm jetstream xc atherectomy catheter was able to ablate the lesion two to three times. During removal, the device would not retract over the jetwire and got stuck. The devices were removed and the physician completed the case with balloon angioplasty and implantation of a drug eluting stent. No complications were reported and the patient was fine after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID:2134265-2016-11560. It was originally reported the jetstream catheter was stuck on a jetwire. It was further reported it was not stuck on a jetwire but a choice pt guidewire.

Manufacturer narrative:
Returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. Dissection of the tip of the device showed that the device had been run over the coils of the tip. When the device is run that far distal to the tip of the guidewire there is a chance of the coils stretching and separated and causing the device jam and stick on the wire as it was in this case. The coils were stuck inside, the bushing and the distal cutter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was reported to be a choice pt wire which is not on the list of a compatible guidewires. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Therefore; the most probable root cause is user related. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11560. It was originally reported the jetstream catheter was stuck on a jetwire. It was further reported it was not stuck on a jetwire but a choice pt guidewire.